Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple orders and patients did not cross over to pyxis. A technical support specialist dialed into the server and station and checked on the es server. The tss ran a downtime query on sql, which showed the disconnected flag as 1. The date and time were not current. The specialist deployed the interface utility, refreshed, and executed the sql query. The disconnected flag disappeared, and the carefusion coordination engine messages became current. Verified that the patient information details were shown on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patient orders were not crossing over to the pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.